Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a procedure of the lithotripsy, the subject device was used. It was reported that the subject device could not be removed from the choledochus of the patient. The procedure was completed with a similar device. There was no further patient injury reported. Olympus medical system corp. (Omsc) try to get additional information but further information was not reported.

Event description:
This is a supplemental report for MFR report # 8010047-2017-01390 to provide additional information about the event. Additional information was reported on september 28, 2017. It was reported that the subject device was incarcerated during a procedure of the lithotripsy. The subject device was retrieved from the choledochus of the patient after the physician cut the sheath.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01390 to provide additional information. Olympus medical system corp. (Omsc) attempted to obtain the subject device from the user facility but it was not returned to omsc for investigation. The exact cause of the reported phenomenon could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record of the past one-year from the aware date, nothing abnormal was found. Based on the similar cases in the past, it is likely that the device likely got stuck in the choledochus because of the hardness and shape of the target calculus. These factors possibly prevented the basket wire from crushing the calculus and caused the wire to bite into the calculus¿s surface. The instruction manual of the device has already warned as follows: do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.